Event description:
It is reported that the arterial lumen cracked.

Manufacturer narrative:
During functional testing a leak on the arterial extension tubing was observed. The location of the leak site is 1.3 inches distal to the arterial luer adapter. The leak site reveals a cut in the extension tubing. The cut is diagonal to the plane of the extension tubing. Other score lines are observed surrounding the split site. This complaint is confirmed; however, the mechanism of damage is undetermined at this time. The damage found on the returned complaint sample is consistent with an inadvertent nick by a knife or scalpel. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." A lot history review (lhr) of revi0203 showed no other similar product complaint(s) from this lot number.